Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two weeks after implant the right ventricular (rv) lead was not capturing. It was noted that the patient does not need pacing so no intervention was required at this time. The lead will be monitored weekly and remains in use. No patient complications have been reported as a result of this event.